Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a conductor wire exposed. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The instrument passed an electrical continuity test. The probable root cause of the reported issue is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.